Manufacturer narrative:
Corrected information: b5 - upon further review, this claim is deemed reportable. Supplemental #1 is no longer applicable. (B)(4).

Manufacturer narrative:
Additional information: b5.- originally the claim was determined to be reportable, but upon further review, disregard initial MFR report as it is n/a. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- one similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- 'dislocation/ subluxation' and 'iris cyst' h11- manufacturer narrative: decentration/ subluxation is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced dislocation/ subluxation and an iris cyst post op. Reportedly 'the removement of the cyst is coming'. The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.